Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopy, the plastic cannula housing broke when obturator was removed. Plastic piece fell into patient and was removed. New trocar opened to complete the case. No patient consequences.